Event description:
Boston scientific crm received info that this pt was experiencing a tremendous upheaval inside her body comparable to hiccups. The pt presented in the emergency room with muscle stimulation. The right atrial lead was not capturing and appeared to have perforated the heart wall. A chest x-ray revealed the lead was out into the lung region. The lead was scheduled to be revised. This lead remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.